Manufacturer narrative:
Remove date, device was not explanted. Product was not returned and no lot number was provided, an investigation could not be performed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4): the patient was returned to the operating room that day for an irrigation and debridement of the infected area. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had mandibular distraction on (B)(6) 2016. This is one of a series of planned procedures for mandibular insufficiency. The planned treatment included adjusting the distraction device one millimeter per day for two weeks. On (B)(6) 2016, patient returned to the surgeon complaining of pain, and was diagnosed with an infection. Patient was returned to operating room on (B)(6) 2016 to irrigate and debride the infected area. The devices were not removed, and surgeon will continue with treatment plan for mandibular distraction. There is no allegation of deficiency against any of the devices involved. This complaint involves 2 distractors, 2 extension arms, and an unknown number of screws. All devices remain implanted and will not be returned. This report is 4 of 5 for (B)(4).